Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent the primary tha surgery with unk implants. It is also unknown whether the implants used primary surgery are jj products or not. The surgery was completed successfully without any surgical delay. After the surgery, the revision surgery was done on an unknown date, for stem replacement for unknown reason at unknown university hospital a few years ago. Our stem (917184000) was used at that time. The surgery was completed successfully without any surgical delay. In addition, the cup revision was done for unknown reason at hirosaki memorial hospital on an unknown date. It is unclear whether the cup was a jj product. There was no stem re- replacement at that time. The surgery was completed successfully without any surgical delay. In this time, it was reported that the stem (917184000) broke on neck part. The revision surgery was done on (B)(6) 2023. We got information that the head is 26mm diameter, but the product number is unknown. The revision surgery was completed successfully without any surgical delay. No further information is available.